Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pro 48 device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 3.5x48mm xience pro stent delivery system (sds) was prepared per instructions for use; however, the stent dislodged from the balloon and was in the protective sheath upon removal of the sheath. There was no resistance when the sds was removed from the dispenser coil and there was no resistance during removal of the protective sheath. The device was not used and there was no patient involvement. An alternative device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.